Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor fractured while in the body. The customer¿s blood glucose level was unknown. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. Customer did receive a change sensor alert. Troubleshooting was performed. The sensor will not be returned for analysis.